Event description:
The customer reported an unknown amount of clenz leaked from the coulter® lh 500 hematology analyzer onto the counter while running the latron primer. The leak was not contained. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.

Manufacturer narrative:
The fse confirmed the leak from the worn clenz pump output line at pinch valve pv37. The fse replaced the tubing at pv37 resolving the leak. (B)(4).